Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates: it was reported that the 6mm/9mm cannulated stepped drill bit (03.037.022), was received at the investigation site. The drill shaft has some minor scratches, and the surface of the flutes is discolored in some places. The cannulation does not show any damage, and a 3.2mm guide wire available at the investigation site slid through the cannulation without issue. It was reported that during a trochanteric nail fixation system (tfna) procedure, the surgeon was attempting to use a 6mm/9mm cannulated stepped drill bit (03.037.022) over a guide wire and struggled to advance the drill without advancing the guide wire as well. Visual inspection reveals minor scratches and discoloration of the fluted section, but no damage which would prevent the part from functioning. The complaint was not that the drill bit was damaged, but that it interacted with the guide wire in an unfavorable way. Because the guide wire in question was not returned, the complaint could not be replicated, and the condition agreement with the complaint description could not be proven or disproven. Another guide wire (same product number) was used to test the cannulation of the drill bit. The guide wire slid through the cannulation without difficulty. The difficulty when drilling over the guide wire could be attributed to a bent guide wire. If the guide wire is bent during insertion or reduction, it may contact the inner wall of the drill bit while advancing the drill. If this was the case, attempts to advance the drill bit could also cause the guide wire to advance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 02.feb.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) guidewires became bound in a stepped drill bit, and there was difficulty removing the connecting screw from the nail and the insertion handle during a trochanteric fixation nail-advanced (tfna) surgery on (B)(6) 2015. During the surgery, the guide wire for the helical blade was inserted through the guide in normal fashion. The wire was measured and a 10mm tapered drill bit was used to perforate the lateral cortex. The stepped drill bit was then set to the correct length and drilled over guide wire. During this, the guide wire was driven out of femoral head and into the acetabulum. The guide wire remained bound in the stepped drill bit. When stepped drill bit was removed, the surgeon lost reduction and had to re reduce and put in another guide wire and perform the previous steps. When inserting stepped drill but, the guide wire became bound again and was driven 50% into the pelvic ring. The surgeon then removed the guide pin quickly and consulted general surgery to check for any damage to the bladder or colon. No known problems were immediately recognized (follow-up review is planned). Due to the risk of driving the pin any further into pelvis, the surgeon stepped reamed and inserted the helical blade without the guide wire. Subsequent to this event, when the surgeon attempted to disconnect the nail from the insertion handle, the surgeon experienced great difficulty unscrewing the cannulated connecting screw from the nail. The screwdriver was reportedly slipping in the connecting screw. It was able to be removed without additional intervention. There was no known harm to patient and the surgery was successfully completed. There was a total delay of thirty minutes. This is report 1 of 8 for (B)(4).